Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: l4 to s1 left hemilaminectomy with bilateral facetectomies and foraminotomies and discectomy for the purpose of neural decompression. L4-5, l5-s1 transforaminal lumbar interbody fusion with machined allograft spacer, 11mm, with bmp local autograft, crushed cancellous allograft. L5-s1 instrumentation with posterolateral fusion. Use of intraoperative fluoroscopy. Preoperative diagnosis: isthmic spondylolisthesis, l5-s1 with foraminal stenosis as well as l4-5 degenerative disc disease with disc prolapse causing foraminal stenosis post l4-5 microdisectomy.

Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure using rhbmp-2/acs at multiple vertebrae levels (l4-s1). Post-operatively the patient had significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.